Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that patient faced infusion set leakage event on (B)(6) 2025. Leakage was at the connection of hub to the reservoir. No further information available.